Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) , and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 71-year-old female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered st segment elevation, air embolism requiring a cardiac catheterization. St segment increased one (1) hour after catheter use. Coronary angiogram (cag) was performed and the clogging, could not be confirmed. The st segment gradually returned, therefore the procedure was continued and was successfully completed. The physician's opinions on the relationship between the event and the product: this even might be due to the air emboli. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. There are no medical treatment. Just cag was performed. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 30-jun-2022, bwi received additional information confirming that servicing is not needed for the pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).